Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ICD exhibited several noise episodes that appeared to be due to myopotential oversensing. Subsequently, the rv lead was capped and replaced and a new ICD was also implanted. The patient's condition was reportedly good pre- and post-procedure.